Event description:
Knee swelling [meniscus tear] [joint swelling]. Joint effusion [meniscus tear] [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a customer, regarding a (B)(6) female pt, initials (B)(6) with meniscus tear. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc one, 6 ml injection taken once in the left knee. On (B)(6) 2011, the pt was hospitalized for knee swelling. She was placed on intravenous vancomycin (vancomycin hydrochloride) for three days. On (B)(6) 2011, she was discharged and placed on steroids for inflammation and pain medication which included celebrex (celecoxib) for twelve days. On an unk date in 2011, fluid was drawn off the knee approx three to four times. She had a return appointment scheduled on (B)(6) 2011 for a probable withdrawal of more fluid. The action taken with synvisc one was none. The pt's outcome for knee swelling and joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the event was not provided. The qa (quality assurance) investigation results without a lot number were received (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.